Event description:
Material # unknown. Batch # unknown. It was reported by customer that they had incident of a cracked clave that resulted in saline leaking onto the patient. Verbatim: rcc received a complaint via email. Email(s) attached. We had another incident of a cracked clave that resulted in saline leaking onto the patient. I have the clave in my office on 4 oncology. Can we add this to the original product complaint through bd, or do we need to initiate a new complaint?

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
The customer reported the clave was cracked and returned one used sample of material mz1000-07 or mz1000, lot unknown. Upon visual examination, the complaint was verified. There was a crack in the clear plastic on the threaded portion of the female luer side. The crack allowed for fluid to leak through when connected. The manufacturing site was unable to verify that the root cause for the cracks was attributed to molding, automation, or manufacturing process. There are several potential root causes, included over-torque of the luer or using incompatible luers. The root cause is impossible to define in a sure way and due to this, no actions were necessary to be taken at this time. The material and lot number reported in unknown. The maxzero laser ID was used to find the potential lots. Device history record review for model mz1000 lot number 24055012 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. Device history record review for model mz1000 lot number 24045601 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29may2024. Device history record review for model mz1000-07 lot number 24045599 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. Device history record review for subassembly model 620-00176 lot number 24058713 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26may2024. Device history record review for subassembly model 620-00176 lot number 24058921 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.